Event description:
The customer reported the unit will not power on. The customer reported they have replaced the batteries with new ones and there was no physical damage to the unit reported. The customer did not know when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found there is corrosion on the flat contacts inside the battery compartment due to battery leakage. The battery door and hold button is missing on the alarm unit. There is evidence of water intrusion inside the battery compartment. The alarm powers on with batteries. Note: the instructions for use has a warning statement: if there is any evidence of battery leakage, remove the alarm from use and notify the appropriate facility authority. The alarm should be disposed of, according to your facility disposal requirements. Do not use the alarm and do not attempt to clean it if there are any signs of battery leakage such as corrosion, rust or white powder residue. (B)(4).